Manufacturer narrative:
Additional information: b5, d10, h3, h4 and h6 b5: upon follow up, it was reported "the location of the crack/leak occurred during the start of the IV when connector was attached to the IV catheter and flushed, leaked at attachment/twist area". It was further reported the quantity of affected devices was three (3). Three (3) devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During function inspection, including clear passage and pressure testing, a leak was observed at the interlink t-connector in one device. The reported condition was verified. The cause of the condition was a damaged in the luer tip of the interlink t-connector due to a misalignment in the station that pick up the part for the insertion in the collar. The device was not received for evaluation; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported three (3) interlink system non-dehp t-connector extension sets leaked due to a crack. The event was further described as ¿during IV start when connector was attached to the IV catheter and flushed, leaked at attachment/twist area¿. There was no report of patient injury or medical intervention associated with this event. No additional information is available.